Event description:
Implant did not integrate. One person affected.

Manufacturer narrative:
The medical history was received and evaluated. Co's conclusion remains the same for this case. The implant is not believed to be the cause of failure.